Event description:
Pt with diagnosis of stenosis l4-5, junctional failure below previously fused scoliotic deformity l4-5, l5-s1 underwent a revision procedure for segmental pedicle screw instrumentation including iliac screws; l4-l5 and l5-s1 hem-laminectomy/osteotomy; interbody fusion l4-l5 and l5-s1 w/telemon cage l4-l5 and boomerang cage l5-s1; correction of deformity and fusion l3-s1 with infuse and autogenous bone graft; application of mayfield skull clamp, and two rods were placed. After nine months pt underwent another revision surgery, diagnosis pseudoarthrosis l5-s1 with fractured rods, solid posterior fusion l, pseudoarthrosis l5-s1 interbody fusion, and removal of uss instrumentation. Revised to two new rods and an infuse sponge with local bone.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.